Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient woke up to a pressure leak alarm and found that the cassette door of the cycler had popped open and the cassette came out. The alarm was during fill 2 of 4. Fluid was found on the external of the cassette. There was no fluid in the cycler pump module. Fluid leaked from a hole in the film on the ack of the cassette. A new cycler was issued to the patient. In a follow up, a pd nurse called back with data regarding patient. The nurse said there was no harm, intervention or adverse event for the patient in regard to recent fluid leak. The patient did get a new cycler and is using it with no further issues. The cycler is available to return for investigation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Force gauge test failed. Failure traced to: damaged catch posts from the door latch. Cassette/door switch check passed. System air leak test passed. Safety clamp test passed. Valve actuation test passed. Post-ast (2 hours and 15 minutes) 8500 ml simulated treatment was performed without any failures. No fluid leaks in the test cassette during the treatment test. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient woke up to a pressure leak alarm and found that the cassette door of the cycler had popped open and the cassette came out. The alarm was during fill 2 of 4. Fluid was found on the external of the cassette. There was no fluid in the cycler pump module. Fluid leaked from a hole in the film on the ack of the cassette. A new cycler was issued to the patient. In a follow up, a pd nurse called back with data regarding patient. The nurse said there was no harm, intervention or adverse event for the patient in regard to recent fluid leak. The patient did get a new cycler and is using it with no further issues. The cycler is available to return for investigation.